Event description:
It was reported by service report that the breakaway head section is inoperable because the release bar is bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Release bar.